Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received 8 inappropriate shocks due to oversensing of a morphology change.. The patient was in a health care facility and a recommendation was made for the patient to remain sedated for the night and to apply a magnet if further inappropriate therapy occurred. An exercise stress test was subsequently performed and oversensing was observed in primary and secondary vectors due to aberrant conduction over 180 bpm. The vector was reprogrammed to alternate and the conditional zone increased to 240 bpm. No adverse patient effects were reported.